Manufacturer narrative:
End user was able to return the affected device for evaluation. Product could not be fully evaluated, but investigator was able to confirm failure mode. Finished good device lot number was within the scope of recent recall (recall number (B)(4)) for elbow disconnecting from patient port.

Event description:
The customer alleges that "the elbow broke during a code". No other details were provided.